Event description:
During preparation of the device, a syringe was attached to the stent delivery system hub and caused a tear. Consequently, no pressure could be built up. Therefore, this device was not clinically used.

Manufacturer narrative:
The complaint device is available for evaluation and testing; however, it has not been received as of to date. Any additional information will be submitted within 30 days upon receipt. This device cannot be legally distributed in the united states; however, it is similar to the cypher sirolimus-eluting coronary stents marketed in the us.